Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge change issue was verified, but the cartridge damage issue could not be verified as no cartridge was returned for investigation.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Customer's blood glucose level was 226 mg/dl. Customer reverted to mdi for insulin therapy.